Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis and hyperglycemia with a blood glucose value of 1800 mg/dl at the time of the event and also experienced hypoglycemia with a blood glucose value of 47 mg/dl also found a bent sensor. The customer was unconscious and called ems and was admitted to the hospital and treated with a manual injection/insulin pen. Diabetes ketoacidosis was treated by IV drip (intravenous insulin infusion) at home. The customer experienced no symptoms related to the reported events. Troubleshooting was performed. It was found that the insulin pump system was within 48 hours of the reported high blood glucose event and the auto mode/smartguard feature was not active at the time of the high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4). No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The earliest available data on the pump history file is (B)(6) 2022 for svn (B)(6). Unable to verify bolus delivery and any alarms/suspends for event date 22-jan-2022 (svn (B)(6)) due to no data available. Please see below for the boluses listed on the event date 15-jan-2023 on svn (B)(6). (B)(6) 2023 09:07:58.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 1.3 bolus amount delivered = 1.3 (B)(6) 2023 10:11:14.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 0.2 bolus amount delivered = 0.2 (B)(6) 2023 15:08:48.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 3.5 bolus amount delivered = 3.5 (B)(6) 2023 20:36:32.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 0.6 bolus amount delivered = 0.6 there were no auto suspend alarm or user suspended alarm noted on the event date 15-jan-2023 on svn (B)(6). The pump passed the functional testing. Unable to confirm alleged dka/high bgs/low bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.